Event description:
The pt was being transferred with a sara lift. Due to pt's obesity, the safety belt would not fit around them. As pt was being lifted they slipped out of the sling of the lift and fell to the floor. The pt sustained a left hip and shoulder fracture. The hip fracture required surgical repair. The shoulder fracture did not require surgery.